Event description:
It was reported that the implantable pulse generator (ipg) was implanted too superficially, resulting in patient discomfort. The pocket was revised and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 419588 lead implanted: (B)(6) 2014. A 407645 lead implanted: (B)(6) 2014. (B)(4).